Manufacturer narrative:
A review of the device history record was performed on the lot and no issue or discrepancies were found. A similar complaint was found in this lot; however, review of the information found it did not indicate manufacturing or process related defects. The catheter was received into two pieces. First piece, the distal tip end, measured 2.4 cm long and the rest of the catheter measured 168.2 cm long. Visual inspection of the returned catheter observed fluid inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. Image characterization testing revealed a good square image in the system and the product performed within specification. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design was assigned.

Event description:
A percutaneous coronary intervention (pci) was performed for a non-tortuous lesion located in the left anterior descending artery (lad). The intravascular ultrasound (ivus) was prepped with no issues and introduced, without resistance, to image the stent placement. After completing the procedure the physician withdrew ivus from the guide catheter, without resistance, and reportedly noticed approximately 2cm of the ivus tip had broken off. After removing the guide catheter from the patient's body, the detached tip was found inside of the guide catheter. The physician flushed the guide catheter and retrieved the detached tip. The patient's condition following the procedure was reported as "stable".

Event description:
A percutaneous coronary intervention (pci) was performed for a non-tortuous lesion located in the left anterior descending artery (lad). The intravascular ultrasound (ivus) was prepped with no issues and introduced, without resistance, to image the stent placement. After completing the procedure the physician withdrew ivus from the guide catheter, without resistance, and reportedly noticed approximately 2 cm of the ivus tip had broken off. After removing the guide catheter from the patient's body, the detached tip was found inside of the guide catheter. The physician flushed the guide catheter and retrieved the detached tip. The patient's condition following the procedure was reported as "stable."